Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30170931l number, and no internal action was found during the review. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring no interventions. During the procedure, mapping was conducted on the septal side of the right ventricle outflow tract (rvot) with the thermocool® smart touch® sf bi-directional navigation catheter. After that, because the possibility of left ventricle outflow tract (lvot) was high, they retro-approached from the aorta. At that time, the procedure was interrupted because the aorta wall was slightly peeled off. Pericardial effusion was then confirmed by echo; however, pericardial drainage was not necessary. Reminder of the procedure was aborted since pericardial fluid was also accumulated on the apex side of the right ventricle. The patient required 30 minutes of observation, and then left the room. Upon leaving the room, the patient¿s blood pressure was stable. No medical/surgical intervention was provided. There¿s no indication that extended hospitalization was required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The physician¿s commented that during mapping for rvot, he might have hit the wall with the thermocool® smart touch® sf bi-directional navigation catheter. In this case, since the physician decided to abort the procedure due to pericardial fluid accumulating in the right ventricle, the event it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2019, additional information was received clarifying what was meant by ¿the wall of the aorta peeled off.¿ it was reported that it meant slightly scratching the intima of aorta. The physician judged additional treatment was not required for the scratch. There are no reports that the patient was diagnosed with aortic dissection. Manufacturer¿s ref # (B)(4).